Event description:
It was reported that the ventilator had a leakage. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The expiratory cassette was cleaned and the membranes were replaced. The ventilator then passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. No ventilator logs were provided. The root cause of the event was likely within the expiratory cassette. This will be detected during pre-use check.